Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be- the patient has alleged filters getting black, sinus problems and headaches while using the device. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection of device was completed by the manufacturer and found evidence of unknown dust contaminate in the blower box and all over the blower motor. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-4 on the error log. The device was applied power and the device operated properly. The manufacturer concludes the evidence of unknown dust contaminate in the blower box and all over the blower motor was inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3, h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.